Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce folfusor lv overinfused a flurouracil infusion. The patient was admitted to the day hospital to receive a day 1, cycle 5 flurouracil therapy administered via a peripherally inserted central catheter (PICC) line. The expected infusion duration was five (5) days. However, the infusion pump reportedly did not initially appear to deflate and subsequently emptied in less than 24 hours. As a result, the patient reportedly developed posterior reversible encephalopathy syndrome (pres), with visible motor and neurological sequelae. No additional information is available.